Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02387 and 02388) submitted for devices related to the same event.

Manufacturer narrative:
Log file analysis review date: (B)(6) 2015; log dates through (B)(6) 2015: normal power consumption. Additional notes: electrical fault alarms have been logged at the following times: (B)(6) 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02387 and 3007042319-2015-02388) submitted for devices related to the same event.

Event description:
It was reported from the site that the patient had an electrical fault alarm on (B)(6) 2015 and was scheduled to come into site to have an elective controller exchange and driveline cleaning on (B)(6) 2015. It was stated by the manufacture engineer that the driveline cleaning consisted of "two round of cleaning." "Each round was approximately 45 seconds long with a rest period of 2 minutes." It was also stated that patient "remained conscious throughout procedure." It was said that there were no preparations needed for the driveline cleaning. Patient was "given a new controller from site." It was further stated that there were no effects on patient. No additional information provided. Investigation is ongoing. This is report 1 of 2.